Event description:
During a treatment procedure for instent restenosis, the balloon ruptured at 19 atm's (rbp=14 atm's) on the first inflation. During removal, the shaft of the catheter broke and was removed without incident. No pt injuries or complications occurred.